Event description:
A peritoneal dialysis (pd) patient reported via phone that the patient¿s liberty cycler experienced screen was blank during unknown step in set-up. Patient stated their caregiver called them because they smelled a burning smell as the cycler was setup for several hours. When patient came home, they stated the screen was blank. Pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made any sound when pressed. Rebooted cycler, ok and stop keys lit up but the screen remained blank. Replaced cycler due to blank screen. This is an out of box failure. The issue occurred prior to treatment. There was no patient involvement and no harm, or adverse event associated with the event. The cycler is available for return. Cycler was replaced. Upon follow up, it was confirmed that the patient was not able to complete treatment on the day of the reported event. No patient serious injuries were experienced, and no medical intervention was required. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Hipot test passed. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. Voltage check passed. Patient hi pot test passed. A pre-accelerated stress test 1(ast) simulated treatment (self test) was performed and completed with no problems or failures. There was no burning smell encountered during the test. Safety analyzer check passed. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.